Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that about sometime later post port placement procedure, the patient allegedly developed with infection. However, the current status of the patient was unknown.

Event description:
It was reported through the litigation process that, on (B)(6) 2021, a patient underwent a port placement via the left subclavian vein, for the treatment of crohns disease. About sometime later, the patient was diagnosed with an unspecified infection. Subsequently, the port was removed on (B)(6) 2021. Approximately seven days later, on (B)(6) 2021, the patient was diagnosed with methicillin resistant staphylococcus aureus infection. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation, medical report was provided for review. Medical record review alleges that, an unknown bard powerport was implanted in a patient via the left subclavian vein for the treatment of crohn¿s disease. Three months and eleven days later, the port was removed due to an infection. Therefore, it can be confirmed that the patient had experienced infection. The investigation is inconclusive for the reported mrsa bacterial infection as no evidence was found in the provided report. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d1, d4 (medical device catalog #), g3, h6 (patient, method, result). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.